Event description:
On (B)(6) 2013, the surgeon removed a broken 3.5mm 7-hole reconstruction plate, 3.5mm 6-hole dcp plate, and unknown quantity of screws. It was reported one screw was broken and the 3.5mm 6-hole dcp plate was intact. Patient was revised to 3.5mm 8-hole 90 degree cannulated limited contact (lc) angled blade plate and locking compression plate (lcp) ankle arthrodesis plate.

Event description:
Patient presented with pain, arthrosis and fusion failure status post ankle implant and fusion performed on (B)(6) 2011. It was diagnostically revealed that the reconstruction plate was broken and at least one screw was broken. Surgical options included amputation or revision with a stronger construct. Patient returned to the o.r. On (B)(6) 2013 for the revision. A specialized foot and ankle surgeon, who was not the original implant surgeon, performed the revision rather than amputation. The surgeon removed a 3.5mm-7 hole reconstruction plate, 3.5mm 6 hole dcp plate and unknown quantity of screws. Subsequently, the patient was revised to 3.5mm 7 hole lcp ankle arthrodesis plate and 3.5mm 8 hole 90 degree cannulated angle blade plate. During the case, the sterilization wrapping of the set was torn and the sterility could have been compromised. In addition a foreign body (blue security lock that is used at synthes) was melted in the set. It was too late to resterilize. Surgeons, nurses and sterilization were informed. The employee who did the sterilization thought it was part of the set and left it in. The decision was made to continue the operation. This is 2 of 4 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
This is used for treatment, not diagnosis. X-ray on unknown date. Placeholder.